Event description:
In 2007, the patient saw the physician that implanted the device and stimulation on both leads was increased. The first lead was changed from 1.5 to 2.0 and the second lead was changed from 1.7 to 2.5. Immediate family member reported that the patient had a "mental collapse and was way better before the implant. It's like her whole intellectual being is gone." The patient's sister goes on to state that, "physician believes there is medication induced dementia." The patient has been referred to a physician familiar with both the dbs device and prescribed medications. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. See manufacturer's report #: 6000153200703307.